Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the synream reamer head detached from an unknown reaming rod during a total hip replacement procedure on (B)(6) 2019. The patient had a very hard bone and could not get the femur trial down for the corail thr solution. The surgeon decided to distal ream with a synream and was offered a guide wire which is a common practice when reaming femoral canal. Surgeon chose not to use it as it is not a common practice to use a synream. However, the surgeon wanted to open up the distal part of the femur to be able to get the prosthesis down the canal. Surgeon reamed up to the 10.5mm reamer, thus, the reamer head detached from the reaming rod which only occurs when guide wire is not used. Eventually the surgeon reattached the reamer head, but it detached again before surgeon could get it out. Surgeon decided to leave the reamer head in situ and push it down the canal to fit the hip prosthesis in. The reamer head was intact but was left in the femoral canal. At this point there was no plan to retrieve the reamer head as the patient has a hip prosthesis currently in situ. If there is ever a revision for this hip prosthesis, then they would try to remove the reamer head. The procedure was successfully completed with a fifteen-twenty (15-20) minutes surgical delay. Patient outcome was unknown. Concomitant device reported: unknown reaming rod (part #: unknown, lot #: unknown, quantity: 1) and unknown reamer (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) 10.5mm medullary reamer head. This is report 1 of 1 for complaint (B)(4).